Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation as it was reportedly discarded by the user facility after the procedure. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions but may be reopened if additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the incident/phenomenon will be recorded for trending and surveillance purposes. Olympus submits this event/incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that towards the end of a transcervical resection of the fibroid (tcrf) in saline procedure, the loop wire at the distal end of the hf resection electrode broke off while the suspect medical device was withdrawn from the patient to be replaced. It is unknown whether the fragment fell inside the patient, but it was reported that no pieces were found during a search of the patient's cervix, the specimen and suction canister, the medical drape sheets and the scrub trolley. No further information was provided, but there was no report about an adverse event or patient injury. The patient returned to the hospital one week after the procedure for an x-ray, but the results of this examination are not known.